Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 440 mg/dl and a bolus was delivered to address the bg level. Tandem technical support had the customer perform a system check and the pump and infusion set tubing were functioning as expected. The cannula showed no damage; however, the customer thought that the infusion site may have scar tissue in the area. The customer was to speak to a healthcare provider regarding infusion site locations.